Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. The probable cause of the extension line breaking could not be determined based upon the information provided and without a sample.

Event description:
The customer alleges that the arterial line broke after one week. A new catheter was implanted. No patient injury reported.

Manufacturer narrative:
(B)(4). The results of the investigation are incomplete at the time of this report.

Event description:
The customer alleges that the arterial line broke after one week. A new catheter was implanted. No patient injury reported.